Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1699663). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
The medical staff accidentally touched the edge of the dental chair after removing the root canal file, causing the file to break and pricked the back of her/his hand with the file. Initial treatment: the wound was squeezed and then flushed with running water. No bleeding was found after flushing with hydrogen oxide. Apply iodophor.